Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained. Attempts to obtain the device, to date has not been received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Lot # unavailable. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2021 and topical skin adhesive was used. Pre-op to the case, there was a hair on the adhesive applicator. It could not be concluded if it came out of the package this way or if the hair was already on it. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/4/2021. Additional information: h6 component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.